Event description:
It was reported that during surgery, the surgeon had an intra-op conversion, when he had difficulty getting the lateral poly in, popped the acl after everything was cemented, and had to convert to stemmed tibia. No additional details were provided, and no more information is available at this moment.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no clinical information has been provided to perform a thorough medical investigation. Should any additional clinical information be provided, this complaint will be re-assessed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.